Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. The absorbable tacking devices were being used for tacking the mesh into place. Tacks were able to be fired normally from the device but the tacks were not able to penetrate the tissue or hold correctly onto the tissue. The same issues occurred with a second device. In order to resolve the issue and complete the case, another absorbable tacking device was opened and used without issue. There was no patient injury.